Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was grease in an exactamix valve set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted silicon oil smeared along the side of the device. There was no oil noted inside of the tube. The reported condition was verified and the cause is related to the manufacturing process. The medical grade silicone oil is used to lubricate the insertion of the valve cores into the valve body. Should additional relevant information become available, a supplemental report will be submitted.